Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID: 2134265-2016-11722. It was reported that burr stuck on wire occurred. The target lesion was located in the moderately tortuous and moderately to severely calcified distal posterior tibial artery. A 1.25mm rotalink¿ plus and a rotawire¿ were used to treat the target lesion. The device was operating smoothly; however, when the physician drew back, the handshake connection between the burr catheter and the advancer unit detached. The burr was stuck on the rotawire. The burr was removed together with the wire. The procedure was completed using another wire and physician performed angioplasty. No patient complications reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has the body kinked in the middle of the device, also it has the burr stuck near to the distal tip, the spring tip was inspected and it was found stretched and kinked. The burr stuck couldn't be removed. Overall length and outer diameter of distal tip couldn't be measured due to the device condition. All other outer diameter were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11722. It was reported that burr stuck on wire occurred. The target lesion was located in the moderately tortuous and moderately to severely calcified distal posterior tibial artery. A 1.25mm rotalink¿ plus and a rotawire¿ were used to treat the target lesion. The device was operating smoothly; however, when the physician drew back, the handshake connection between the burr catheter and the advancer unit detached. The burr was stuck on the rotawire. The burr was removed together with the wire. The procedure was completed using another wire and physician performed angioplasty. No patient complications reported and patient's status was stable.